Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after a cerebral arteriovenous malformation embolization procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a suture retrieval issue occurred. When the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second proglide device was attempted but another suture retrieval issue occurred. The device was removed over a guide wire and a starclose se device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician has reported to be trained in the use of the perclose proglide and starclose se devices. No additional information was provided.